Event description:
The hcp reports via outcomes registry the patient expired in 2006. The hcp reports few details are available about the cause of death. The patient died in the hospital after a lengthy stay in a nursing home. The drug used in the pump was morphine sulfate 25.0 mg/ml at 6.0 mg/day.